Event description:
It was reported that this right ventricular (rv) lead had migrated into the patient's shoulder/collar bone area. It was noted that replacement will be performed at a later date. No adverse patient effects were reported. Currently, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead had migrated into the patient's shoulder/collar bone area. It was noted that replacement will be performed at a later date. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this lead was explanted. Another lead was successfully placed. No additional adverse patient effects were reported.